Event description:
While removing the pt's tonsil using a snare, the snare wire broke. All of the wire except for a small piece was retrieved. The physician was immediately notified that a small segment of the snare wire was missing. A thorough nasopharynx exam and a direct laryngoscopy was performed. No foreign body was visualized and chest and neck x-rays were negative.